Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
The patient underwent csp surgery on (B)(6) 2025, which was converted to conventional right ventricular septal pacing intraoperatively because of poor lead parameters and the patient's intolerance to prolonged surgery; the patient was discharged in stable condition. One month later, the patient presented with ventricular non-pacing and returned for follow-up, where lead perforation and an elevated pacing threshold (4.0v/1.0ms) were confirmed, leading to hospital admission. During reoperation on (B)(6) 2025, the helix of solia s 60 lead could not retract normally after extraction, resulting in lead failure, and lead repositioning plus replacement were then carried out.